Manufacturer narrative:
Per summary or reported event, the exam orientation was inadvertently flipped by a resident without the surgeon's knowledge. Software is functioning as designed.

Event description:
A medtronic representative reported that, after registration in a cranial procedure, the right/left (r/l) orientation was flipped. This occurred in the navigate task. The surgeon opted to discontinue the use of the navigation system to proceed with the surgery. It was noted that one of the staff accidentally flipped the orientation somewhere between registration and navigate. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported this was a revision shunt case, using tracer registration on a younger patient with a smooth symmetrical face. After the successful registration, the surgeons proceeded. Only when the stylette was brought in did they realize, what was shown was in the opposite side than where they needed to be. No patient logs/exams returned to manufacturer for analysis. No patient archives returned.